Manufacturer narrative:
The additional information has been received which was not included in previous report. The information has been provided in this report. (B)(4).

Event description:
Customer reported that he was in the hospital on (B)(6) 2020 at 2am due to a cardiac event. It was not related to bg or pump therapy but that while in the hospital, he did experience a low and the nurse staff gave him a box of juice to treat. Per customer, he was not hospitalized or kept in the hospital due to the low bg. It was only related to the cardiac event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 40 mg/dl. The insulin pump will not be returned for analysis.